Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was believed to be heart related. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl in the morning of the day of passing. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The medial examiner determined that the customer's passing was not pump related. The customer had filled her reservoir but didn't perform a set change on the night prior to passing. The caller declined to return the insulin pump for analysis as the medical examiner had the customer's devices.